Manufacturer narrative:
Concomitant medical products: product ID: 7426, serial# (B)(4), implanted: (B)(6) 2011, product type: implantable neurostimulator. (B)(4).

Event description:
A consumer's family reported that the patient's device had turned off on its own one time after they got into a minor car accident two weeks prior to this call. It was indicated after the accident the patient was debilitated and could not function on his own. They went to check the implant and it was turned off without them knowing. They turned the device back on and patient was back to how he was before the accident. The change in symptom was considered sudden. The cause of device turned off remains unknown. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent. The indication for use for this patient was parkinson's dual please see manufacturer report #3004209178-2016-02858 for information on the patient's concomitant system.